Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo provided shows an implanted iol. The lens is anterior surface up. There appears to be damage on the edge of the optic area. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens was implanted, the defect was only apparent after the lens was unfolded. Additional information has been requested.